Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep attempted to reprogram the device, but they could not get any stimulation on the right side. The patient was set up for x-ray imaging on june 24th. No further complications were reported.

Event description:
Additional information was received from the rep. It was reported that the patient had a lead revision on 11/19. All contacts were oor. Both leads were replaced and issue was resolved. The account was required to send explant items to pathology and at this time leads could not be sent back.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead product ID 977a260 serial# (B)(4), implanted: (B)(6) 2017. Product type lead product ID 977a260 serial# (B)(4), implanted: (B)(6) 2017. Product type lead product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2017. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that upon an impedance check, electrodes 0-16 were all out of range and the patient needed coverage on the right but was unable to obtain. It was noted that the patient had fallen several times and the rep attempted to reprogram but was unsuccessful. In the end, the patient would be sent for x-ray for lead evaluation and then possibly going to be referred back to the doctor for a lead revision. There were no further complications reported or anticipated.